Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. There is evidence of two fluoroscopic valve load inspections. The first fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that the same valve was reloaded which resulted in persistent misload with an overlap to node 4. However, evidence suggests that the misloaded valve was attempted to be implanted. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. A pre balloon aortic valvuloplasty was performed prior to the valve implant attempt. It was reported that an infold was observed. The images only showed the valve partially deployed and an infold is suspected; however, since an image of the valve deployed just prior to the point of no recapture was not captured, an infold could not be confirmed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that a new valve was loaded and confirmed a good load. The new valve was recaptured at least three times due to inadequate depth. The fourth and final deployment attempt, valve depth appeared to be approximately 8 millimeter (mm) on the non-coronary and left coronary cusps. As stated in the IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. As stated in the IFU: the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient. In this case, the valve was released and the following angiogram revealed possible mild to moderate aortic regurgitation/paravalvular leak. Subsequently, a post implant dilatation was performed which seemed to have improved the leak to possibly trace to mild. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the v alve load, a misload was identified due to a frame node overlap to the fourth node. Subsequently, the same valve was loaded into the delivery catheter system (dcs). Upon fluoroscopic inspection of the second load, a frame node overlap to the third node was observed. A pre-implant balloon dilation was performed using a 22 mm balloon. Following initial deployment, the valve was recaptured due to a low implant depth. Upon initiating a second attempt at deployment at a higher starting point, under-expansion and an infold in the valve frame were observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted in the patient. No patient complications were reported as a result of this event. Additional information was received that a procedural delay occurred as a result of the infold due to the need to replace the entire system with a new one. Per the physician, tortuous anatomy was noted as a contributing factor to the infold.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012862886); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012988909); product type: 0195-heart valves; implant date; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the v alve load, a misload was identified due to a frame node overlap to the fourth node. Subsequently, the same valve was loaded into the delivery catheter system (dcs). Upon fluoroscopic inspection of the second load, a frame node overlap to the third node was observed. A pre-implant balloon dilation was performed using a 22 mm balloon. Following initial deployment, the valve was recaptured due to a low implant depth. Upon initiating a second attempt at deployment at a higher starting point, under-expansion and an infold in the valve frame were observed. The valve was recaptured and withdrawn from the patient. A new valve was loaded into a new dcs and successfully implanted in the patient. No patient complications were reported as a result of this event.